Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Machine alarmed at the beginning of treatment and blood was observed in the lines. Blood test strips were not used. Estimated blood loss was less than 250 cc's. There is no report of medical intervention required or patient adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. The batch record review confirmed the labeling, material, and process controls were within specification.